Event description:
The customer reported a malfunction code displayed as malf 0 on their pump, which was not resettable. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed that the pump was under warranty and arranged for a replacement. The customer used an alternate backup therapy known as mdi to ensure insulin delivery was not interrupted. Instructions were provided to put the pump into storage mode and return it via a pre-paid label within 10 days, which the customer understood and acknowledged.